Event description:
While attempting to deploy an absolute stent delivery system in the sfa (off-label unse) half of the stent deployed, then the thumbwheel became stuck. The doctor pulled the stent back in the sheath and removed the absolute from the pt. There was no reported injury and no additional information available.